Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level went from 500 mg/dl to 521 mg/dl after changing the infusion set. He treated his blood glucose level with a bolus using the insulin pump. Air bubbles were present in the line. Customer's blood glucose level went down to 495 mg/dl. The device was not returned.